Event description:
I had ultherapy which has destroyed the volume and fat in my face. It seems as it is total laxity. I understand this is a common issue with this FDA approved procedure. Please recall this device. Effects are as if my face is melting off my skin. It has only been one month and I fear it will only get worse.